Event description:
Pc was created to capture the allegation. On (B)(6) 2020, the patient underwent a second right knee revision to address pain, scar removal, and tibial tray loosening at the cement to implant interface. The tibial tray, tibial insert, and femoral component were revised. The patella component was retained. The patient was revised with competitor products and cement. There were no indicated intra-operative complications. Task initiated to create new pc to capture second revision. Doi: (B)(6) 2016 (tibial insert) doi: (B)(6) 2014 (tibial tray, femoral, cement, patella) dor: (B)(6) 2020 (2nd revision right knee)

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.